Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 11400m mitris valve underwent valve-in-valve intervention after an implant duration of one (1) year, three (3) months due to severe mitral stenosis, calcification, degeneration, and frozen leaflets. The patient initially presented with heart failure and cardiogenic shock. The tmvr procedure was successfully performed with a 29mm 9755rsl transcatheter valve. The patient did well and was discharged post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4(expiration date), d5, d7, d8, g3, g6, h2, h3, h4, h5, h6 (type of investigation, investigation findings, investigation conclusions). Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The subject device was not returned for evaluation, as the procedure was percutaneous and the valve remains implanted. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: b5.

Event description:
It was reported that a patient with a 27mm 11400m mitris valve, implanted in the tricuspid position, underwent valve-in-valve intervention after an implant duration of one (1) year, three (3) months due to severe stenosis, calcification, degeneration, and frozen leaflets. The patient initially presented with heart failure and cardiogenic shock. The ttvr procedure was successfully performed with a 29mm 9755rsl transcatheter valve. The patient did well and was discharged post procedure.